Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance to high values. Capture thresholds also showed an increase to high values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).